Event description:
It was reported that occlusion alarms occurred. Customer changed out cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump and would reach out to their hcp to obtain a backup method of insulin therapy.